Event description:
It was reported the programmer will not track; the cursor shows on screen greater than one inch from where the touch pen stylus is actually placed. Stylus has been replaced and calibration run several times without resolution. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 rf (radio frequency) head; product ID 229047 analyzer. (B)(4).